Manufacturer narrative:
(B)(4). The device was received by baxter for eval. Eval confirmed unit received inoperable due to reported system error 105 message, caused by a failed motor. Motor assembly has been replaced.

Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no pt injury reported. No further information was available.